Manufacturer narrative:
(B)(4). Report source: foreign - event occurred in japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the tip of the needle fractured while the surgeon attempted to implant the second anchor. No pieces were retained by the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the needle tip has fractured off. The fractured piece still has the suture line attached to it. There is unknown black substance within the shaft. Further analysis determined the fracture surface showed suspected biological contamination, which obscured artifacts to identify crack initiation or exit regions. Quasi-cleavage mode of fracture identified on the fracture, exhibiting ductile dimples in the midst of brittle cleavage planes. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.